Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had a delayed response. Additionally, it was reported that the pump usb port was loose resulting in difficulties charging the pump. Usb cable has to be manipulated in order to charge the pump. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose level was 158 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.